Manufacturer narrative:
(B)(4). The handpiece has been received by medtronic (B)(4). However, the product analysis has not yet been completed. This device is used for therapeutic purposes.

Event description:
It was reported that the handpiece got hot during setup. There was no injury reported as a result of this event.

Manufacturer narrative:
Recieved by the MFR: (B)(4) 2016. The product analysis indicates that the one-minute pre-repair temperature test results were as follows: 90.3 degrees f at point 1, 106.5 degrees f at point 2, and 120.3 degrees f at point 3. The overheating was confirmed. The motor was replaced due to being shorted. The handpiece was tested and passed to specifications. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.